Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 15-jan-2019 with the following findings: review of the black box data revealed data from the date of the complaint ((B)(6)2018) had been overwritten due to continued use of the device after the alleged issue occurred. The existing black box data contained records from (B)(6)2018 to (B)(6)2018 with no evidence of the pump not being able to be primed. The force sensor was evaluated during investigation and found to be operating within required specifications. The pump was powered on and successfully primed. Investigation did not confirm nor duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.